Event description:
It was reported: primary hip was implanted. Pt's hip dislocated. Revision was performed.

Manufacturer narrative:
Method - review of device history & complaint history. The root cause of the event could not be determined with the limited info given. An eval of the device cannot be performed as the device was discarded by the hosp and was not returned to the MFR. Device history review indicated the reported device was mfg and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no similar events for the reported lot. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.